Event description:
It was reported to covidien on 4/27/2009, that a customer had an issue with a hemodialysis catheter. The customer reported a crack in venous ultem adapter. Catheter needed to be removed and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.